Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly modular neck broke while walking on snowy asphalt. Pt. Moves without aids and support. He leads labor activities without physical exercises, no sports loadings.